Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 10-apr-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 (lot number c51344). Physician stated that he had an odd incident with a device. At the point of release of the coil in the right tube the proximal (uterine) portion of the coil sheared off and fell into the uterine cavity. There were no difficulties with the insertion and the distal part of the coil could still be seen within the cornua. Follow-up received on 14-apr-2015: acknowledgement number was received from (B)(6). Company causality comment: this medically confirmed spontaneous case refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at the point of release of the coil in the right tube the proximal (uterine) portion of the coil sheared off and fell into the uterine cavity. The event of coil sheared off, interpreted as device breakage, is considered non-serious and unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, the physician stated there were no difficulties during insertion and that part of the coil could still be seen in the cornua. Considering that the reported event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was considered an other reportable incident as although there was no death or serious health deterioration to the patient this might have occurred under less fortunate circumstances. A product technical complaint and follow-up information are being sought.

Manufacturer narrative:
Follow-up received on 25-jun-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. The bayer reference number for the ptc report is (B)(4). Final assessment: lot number: c51344; production date: 06-may-2014; expiration date: 31-may-2017. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since no product was returned for investigation, we cannot confirm this quality complaint; however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. It is possible during the manufacturing assembly process a small gap was left between the inner coil and inner catheter (they should be butted together during assembly). When the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. This severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. According to the technical assessment a quality defect was not confirmed but considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no adverse events have been reported, a batch investigation with respect to similar ae cases and the evaluation of a causal relationship to the potential quality deficit are not applicable. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case, a search in the database was performed on 26-jun-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4)cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed spontaneous case refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at the point of release of the coil in the right tube the proximal (uterine) portion of the coil sheared off and fell into the uterine cavity. The event of coil sheared off, interpreted as device breakage, is considered non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, the physician stated there were no difficulties during insertion and that part of the coil could still be seen in the cornua. Considering that the reported event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was considered an other reportable incident as although there was no death or serious health deterioration to the patient this might have occurred under less fortunate circumstances. According to the technical assessment a quality defect was not confirmed but considered plausible. Since no adverse events have been reported, a batch investigation with respect to similar ae cases and the evaluation of a causal relationship to the potential quality deficit are not applicable. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.